Manufacturer narrative:
Unique identifiers were not provided in order to conduct a comprehensive records re-review. If additional information becomes available, a follow up report will be submitted.

Event description:
Rti surgical, inc (rti) and tutogen medical gmbh (tmi), a wholly subsidiary of rti, received a complaint on 10/15/2020. The complaint indicated that two surgeons reported adverse events associated with tutopatch in recent neurosurgery case. The reported post-operative complications included the formation of cerebrospinal fluid fistulas. One month after implantation of the device, the patient at check-up shows swelling and leaking of gelatinous material from the suture line. Tutopatch was removed and the fluid was sent for cultures. Cultures were negative for growth. Unique identifiers have not been provided. Additional information has been requested.